Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that a signal loss occurred. On (B)(6) 2025, the patient was hospitalized due to dka and discharged on (B)(6) 2025 and went back on (B)(6) 2025. The patient made an appointment to see regular physician at the hospital advising that something was wrong due to frequent urination and dexcom was not reading at the time, the sensor was in "signal loss" using both pump and app. The physician sent the patient home and the patient started to experience diabetic ketoacidosis (dka) that day. The patient´s child called ambulance and the patient was taken to the hospital. The patient was vomiting, couldn't see and was screaming. The patient was taken to the hospital. The patient does not remember exact details of what occurred and was "out of it" but states her bg was at 600 mg/dl or 700 mg/dl. The patient stayed at hospital for 3 days was treated with IV insulin. At the time of report, the patient¿s condition was unspecified. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.